Event description:
This lead was not sensing and loss of capture was noted. The lead was found to have dislodged. At the same time, this associated pacemaker was explanted and replaced to prevent the patient from having another surgery in the near future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.